Event description:
It was reported that .. "The rasp inserter for reliance al broke off while rasp was in disc space during surgery. This is the 2nd time this has happened in recent months."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the visual examination of the instrument did not reveal any evidence of abuse. The instrument appears to be in used condition. It is confirmed that the threaded tip is broken. The broken tip of the inserter is stuck in the trial. Functional inspection: no functional testing was done since it is obvious that the tip is broken. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the analysis of the broken component revealed that the fracture occurred at the level of the smallest section of the trial handle. In the normal condition of use, this section should not be submitted to significant flexural stress, as the shoulder of the trial handle is supposed to come in contact with the spot facing surrounding the 5mm hole in the trial. However, when the trial handle is not fully driven into the threaded hole, the contact between the two instruments is not optimal and the smallest diameter of the trial handle is more at risk to be exposed to flexural stress. The root cause cannot be formally identified in the present case but the misuse of the instrument is suspected. The fracture is not the consequence of a manufacturing or material defect.

Event description:
It was reported that .. "The rasp inserter for reliance al broke off while rasp was in disc space during surgery. This is the 2nd time this has happened in recent months."